Event description:
Treatment of a giant unruptured aneurysm measuring approximately 25mm located in the ophthalmic segment of the left ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (3.50mm x 35mm) became twisted after it was released and could not be corrected despite manipulation of the marksman catheter. It was decided to remove the pipeline and another pipeline was implanted to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pushwire was returned for analysis without the pipeline and the marksman catheter; therefore, the event cause could not be determined.(B)(4).